Event description:
Reportedly, when an attempt was made to monitor a pt in paddles lead, the device inappropriately displayed the pt ECG as what was described as a ventricular tachycardia.

Manufacturer narrative:
The local factory service representative evaluated the devices subsequent to the prior reported event, reference medwatch report # 3015876-1997-00399, and observed intermittent an intermittent display of full scale artifact in paddles lead. The representative observed that the slide connector wire harness assembly contacts of the monitor and defibrillator/pacemaker, w9 and w12 damage observed appears to have been the result of broken standoff spacers in the defibrillator. The devices slide connector assemblies and defibrillator standoffs will be replaced. At completion of these repairs the devices will be returned to the facility for use.